Event description:
Patient was undergoing embolization procedure for cerebral artery aneurysm in the right ica with penumbra 400 coils. Penumbra pxslim90 microcatheter was deployed for access. While the first coil was being advanced through the microcatheter, a kink in the delivery pusher was observed. The pusher/coil assembly was withdrawn because the physician did not want the coil to unintentionally detach. The operation was successful with another coil of the same type.

Manufacturer narrative:
Results: the pusher appears to broken approximately 69.7 cm from the proximal end of the wire. The proximal end of the hypo-tube is kinked where the hypo-tube tab is located. The pet-lock is also still intact. The pull-wire is also pulled out of the distal broken portion of the pusher. The (ddt) is still attached to the distal end of the pusher. Conclusion: the complaint has been evaluated. The complaint indicates that when advancing the pusher through the pxslim90 a kink in the delivery pusher was observed. It appears that the pusher assembly was pushed against some kind of resistance within the system, causing the pusher assembly to kink and eventually break. The IFU for the device warns against advancing against resistance before clearly identifying the cause of the resistance. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.